Event description:
A us distributor reported that a battery charger would not charge a battery.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a #2 fault. The charger returned to the vendor for further investigation. The root cause for the defective charger was unable to be positively identified. There was no adverse event that resulted from the damaged charger.